Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant not in place, rupture and capsular contracture, baker grade ii" via MRI, ultrasound and biopsy. This record is for the left side. The device remains implanted.

Event description:
Healthcare professional reported "implant not in place, rupture and capsular contracture, baker grade ii" via MRI, ultrasound and biopsy. This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2025 - physician stated that the patient reported experiencing symptoms "for the past few months", relative to 23/sep/2025. Correction to b6 relevant test/laboratory data: the initial medwatch reported "labs/biopsy taken on 16/jun/2025". It has been identified that the biopsy performed on this date only pertained to an excision taken from the contralateral side. No mention of a biopsy performed from the left breast.

Event description:
Healthcare professional reported "implant not in place, rupture and capsular contracture, baker grade ii" via MRI, ultrasound and biopsy. This record is for the left side. The device has been explanted.